Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed ground bond testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external visual inspection was performed and the device passed. Returned instrument testing evaluation (rite) electrical testing and rite functional testing of the device and simulated-use testing were performed. The device failed functional and electrical testing due to a loose door frame ground screw. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported issue was due to the loose door frame ground screw. The device was sent for servicing and the door frame ground wire was replaced. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.